Event description:
It was reported that during a da vinci si surgical procedure, the surgical staff alleged that wires were exposed on the prograsp forceps instrument. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The alleged complaint that wires were exposed was confirmed. The grip cable was found to be frayed at the distal idler pulley. The frayed strands were observed to be sticking out at the wrist. Other cables at wrist were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.